Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the front therapy electrode (te). The rash was described as being red and itchy underneath the front therapy electrode (te) pad. The patient visited the ER and was prescribed a cream for the rash. Follow-up indicated that there were no further issues.